Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed thedata. There were no anomalies found.

Event description:
It was reported that during device change out the right ventricular (rv) lead was noted to have a break in the insulation. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.